Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The unit was returned from the field for failure analysis due to the complaint ¿master tool manipulator right (mtmr) disabled,¿ which was confirmed and replicated during in-house testing. The logs showed the failure ¿mtmrelbowminmargin,¿ indicating a failure of the mtmr elbow friction gravity, confirming that the fault occurred in the field. The unit was installed and then failed on: ¿gravity balance test post sine cycle ¿ sh (shoulder_min_margin, shoulder_max_imbalance)¿. ¿gravity balance test post sine cycle ¿ el (elbow_min_margin, elbow_max_imbalance)¿. However, the unit passed after running the recalibration sequence without any errors. Failure analysis noted that the shoulder and elbow capstan cables were prone to loosening and unable to maintain proper tension. A 1-hour sine cycle was run and passed with no errors observed. A 1-hour variable speed sine cycle (line screening) was run and passed. A visual inspection was performed; no external mechanical damage, contamination, or abnormal conditions were observed. As a result of this investigation, failure analysis concluded that the capstan cables were the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulators to resolve the issue. The system was tested and verified as ready for use. The master tool manipulator unit was returned from the field for failure analysis due to complaint errors, which were confirmed but not replicated during in-house testing. The unit passed the system test and was installed, but subsequently failed on both "slow gravity balance test post sine cycle - wp (wrist_pitch_ripple_trq_max_power_bevel_teeth_fwd_drive)" and "slow gravity balance test post sine cycle - wy (wrist_yaw_ripple_trq_max_power_bevel_teeth_fwd_drive)." Afterward, the unit passed the remainder of the fitness test. The 1-hour sine cycle test was passed. As a result of the investigation, failure analysis concluded that the slipring, rotor constraint, o-ring, and lower frame were identified as probable root causes. The complaint was confirmed by failure analysis, indicating that the device may have contributed to the customer-reported issue. The probable root cause of the observed failures is attributed to damage or defects related to the slipring, rotor constraint, o-ring, and lower frame, which may have resulted from external impacts during use or reprocessing. This issue can be resolved by replacing the affected unit or components to complete the procedure. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a fault on arm 4 and the surgeon had disabled the arm. The technical support engineer reviewed the system logs and confirmed multiple errors associated with the master tool manipulator. The surgeon reported using a force feedback needle driver and seeing a communication message, then manipulating the arm, after which the faults occurred and arm 4 could no longer be used. The surgeon indicated the procedure was near completion and could be finished laparoscopically to cut the suture. The technical support engineer advised pressing the emergency stop and using the instrument release kit to free the suture so the case could be completed with minimal delay. After the procedure ended, the system was power cycled, and it powered on successfully without further issues. The procedure was completed with no reported injury.